Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that on an unspecified date the patient experienced elevated blood glucose (bg) of 400mg/dl with extreme dizziness and fatigue associated with the pump gaining/losing time. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter stated that the pump was gaining/losing time at a rate of more than five minutes per month as compared with a cell phone clock. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a time loss/gain issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/25/2016 with the following findings: a review of the black box showed that the pump was not in used between 08:14 (B)(6) 2015 and 02:50 (B)(6) 2015. On (B)(6) 2015 04:43 a ¿replace battery¿ alarm was recorded. When the pump was powered back on, the time and date were not corrected and the pump ran on default time and date for approximately three days. There were no unexplained time/date issues observed in the black box. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No errors, alarms, or warnings occurred during investigation. A time keeping accuracy test was performed and the pump was able to maintain the time and date settings with zero-second accuracy. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).